Event description:
On (B)(6) 2025, a patient underwent left lower extremity angiography, left femoral artery exploration and thrombectomy, left superficial femoral artery thrombus aspiration, left superficial femoral artery balloon dilatation and stent placement, and left anterior tibial artery balloon dilatation procedure using fluency plus vascular stent graft. During the procedure, angiography revealed partial stenosis in the superficial femoral artery, prompting plans to implant a 6mm x 12cm fluency stent. After flushing the stent as required, it was advanced along the guidewire into the body while maintaining tension on the delivery system. Approximately 1cm of the stent head was deployed when it became stuck. Subsequent sheath release caused slippage, and stent deployment remained unsuccessful. The operator immediately retrieved the stent and replaced it with a 6mm x 12cm lifestar stent, which deployed successfully. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided photos show the delivery system with the stent graft partially deployed and the outer sheath fractured which leads to confirmed result. In this case, it was reported that a 6f introducer was used with a 0.035" guidewire for access, the tracking vessel was neither tortuous or calcified, the lesion was pre-dilated and the device was flushed before use. The intended placement of the stent graft in the left superficial femoral artery represents and off-label use which can be another cause for this kind of complaint. Based on the available available information and the evaluation of the provided photos, the investigation is closed with confirmed results for sheath fracture and misfire. A definite root cause for the reported event could not be determined. The intended placement of the stent graft in the left superficial femoral artery represents and off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. It is stated in the IFU that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The IFU states that "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries". G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graftare identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is being processed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent left lower extremity angiography, left femoral artery exploration and thrombectomy, left superficial femoral artery thrombus aspiration, left superficial femoral artery balloon dilatation and stent placement, and left anterior tibial artery balloon dilatation procedure using fluency plus vascular stent graft. During the procedure, angiography revealed partial stenosis in the superficial femoral artery, prompting plans to implant a 6mm x 12cm fluency stent. After flushing the stent as required, it was advanced along the guidewire into the body while maintaining tension on the delivery system. Approximately 1cm of the stent head was deployed when it became stuck. Subsequent sheath release caused slippage, and stent deployment remained unsuccessful. The operator immediately retrieved the stent and replaced it with a 6mm x 12cm lifestar stent, which deployed successfully. There was no reported patient injury.